Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a as femur extens.stem 5° d20x117 cem.less (part # nr410z) was implanted (B)(6) 2020. According to the complainant the implant had become loose and the patient underwent a revision surgery on (B)(6) 2023. No patient complications were reported as a result of the revision procedure. The adverse event is filed under aic reference (B)(4). Reference associated medwatch reports: 2916714-2023-00064. 2916714-2023-00070. 2916714-2023-00071. 2916714-2023-00072. 2916714-2023-00073.

Event description:
Investigation complete.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.